Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) e1 - address 1 - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image displayed during setup involving an olympus colonovideoscope. There was no patient involvement reported.